Event description:
It was reported that auto mode switch episodes due to far field r-wave oversensing issue was observed on the atrial channel. Patient was asymptomatic. Programming changes were made. Patient will continue to be followed normally.